Event description:
Additional information received reported that the patient's device was replaced with a new battery and the new system worked "great." It was noted that the cause of the event was the device "died and could not be revived." No further information was given.

Manufacturer narrative:
Product ID, 377760 lot# v010025 serial# implanted: 2006 (B)(6), explanted: product type lead product ID, 377760 lot# v010025 serial# implanted: 2006 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: product type programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was depleted/dead. The patient had a drug delivery pump to cover pelvic pain and the ins to cover back pain. Because, it was covering both, the patient stopped using the ins and that caused the overdischarge. The low back pain returned after not using the ins. An x-ray of the patient system was performed which looked at l3 and above in the patient's back. When looking at the lateral view, it was noted that 4 electrodes independent of the intact system were present. They planned on doing another x-ray to see if that entire system was intact or if the lead/extension were removed and clinician left lead in the body. The reason for that system was unknown and the reason for the partial lead left in the body was unknown. Replacement surgery was needed because of the overdischarge and depleted battery, but has not been scheduled at the time of this report. Patient outcome was unknown at the time of this report. Additional information has been requested, but was not available as of the date of this report.